Manufacturer narrative:
Gtin/UDI number for item 2420-0500, lot 17023042 is (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a balloon in the silicone pumping segment above the lower fitment with normal saline. Versed and fentanyl were given as sedation medication during procedure.

Manufacturer narrative:
The customer¿s report of a bulge in the pump segment was confirmed and replicated. Visual examination showed that the silicone segment tubing had a bulge, discoloration, and was weakened approximately half an inch above the lower fitment. Functional testing was able to replicate the ballooning when giving an IV push without occluding the tubing above the injection port. The root cause of the balloon in the silicone segment was identified as an IV push executed without first clamping the tubing above the injection port. This action has been found to result in excessive pressure within the silicone segment thus causing the silicone segment to balloon.

Event description:
The saline was infusing via gravity. Prior to the ballooning being noticed, the versed and fentanyl were previously given via IV push for sedation during a procedure. The patient experienced post-op hypotension but the customer did not know if this was related to the tubing issue. There was no report of any lasting patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a balloon in the silicone pumping segment above the lower fitment. There is no report of patient harm.